Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2019 at 1 pm. The patient informed the csr that he obtained a blood glucose reading of ¿319 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with 4-8 units novolin r. Insulin and lantus insulin (dosage unspecified). The same day, between 1:05 pm and 1:10 pm, the patient increased his novolin r. Insulin to 18 units in response to the alleged product issue. Around 3:30 pm, that same day, he ¿passed out¿ and at 4:00 pm the patient woke up in the hospital where he stayed until 7:30 pm. During his stay in the hospital, the patient was treated with sugar water/syrup, a glass of orange juice and a sandwich. The patient claims that his blood glucose was tested on a hospital meter every 30 minutes. He was unable to specify the readings, however, he reported that the readings got better every time. During troubleshooting, the csr confirmed that the patient¿s meter was set to the correct unit of measure and the test strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted that the patient did not have a control solution available to perform a quality control test. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.